Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) cannot be charged. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6 - health effect impact codes. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Due to character restrictions in block e1 telephone number : (B)(6). A getinge field service engineer (fse) evaluated the unit and during disassembling, found the connection between the host and the trolley was poorly connected. The disassembly and adjustment of the processing and testing equipment are normal and the functions of the equipment are tested normally. Unit delivered to the customer for use.